Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has reached elective replacement indicator (eri) due to charge time (CT). The monitor voltage was 2.68 volts with a 29.2 second charge time. Boston scientific technical services (ts) discussed with the health care professional (hcp) that the ICD was close to end of life (eol) from the CT. Additional information was received from the local sales representative stating that this ICD was replaced with a reason of elective replacement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
This ICD has been returned and is currently undergoing in depth analysis. This investigation will be updated when additional information is received.